Event description:
A malfunction alarm was reported, which did not cause the customer's blood glucose level to exceed 500 mg/dl, indicating there was no adverse impact. Technical support provided pump reset information and assisted the customer with resetting the pump, after which the malfunction code did not recur. The customer was advised to continue using the pump and instructed to contact support if the issue recurred, which the customer acknowledged and understood.